Event description:
It has been reported to philips that there was a geometry failure on the allura device. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system geometry didn¿t initialize and failed. Review of the system log file showed that failing of fluoroscopy. The fse replaced the geometry pc and reloaded software. After replacement of the geometry pc and reloading software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.